Manufacturer narrative:
Service was dispatched due to the customer reporting false elevated architect magnesium patient results on the architect c4000, serial number (B)(6). Service replaced the tubing, peristaltic head (rohs) as the part was worn out from normal use. Return testing was not completed as returns were not available. The module function was verified with a control/precision run. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify any trends. A review of tracking and trending for the tubing, peristaltic head (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect c4000 processing module, serial number (B)(6), or the tubing, peristaltic head (rohs) was identified.

Event description:
The customer reported a falsely elevated magnesium (mg) result generated on the architect c4000 processing module. The result was released out of the lab and required a corrected report. The following data was provided (customer¿s reference range: 1.60-2.60 mg/dl): (B)(6) 2024, sid (B)(6): initial result = 7.48 mg/dl; repeat results = 1.77 mg/dl / 1.81 mg/dl. There was no impact to patient management reported.

Event description:
The customer reported a falsely elevated magnesium (mg) result generated on the architect c4000 processing module. The result was released out of the lab and required a corrected report. The following data was provided (customer¿s reference range: 1.60-2.60 mg/dl): (B)(6) 2024, sid (B)(6): initial result = 7.48 mg/dl; repeat results = 1.77 mg/dl / 1.81 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.